Event description:
Complainant alleged that during the incoming inspection of the product, the device's pacer rate and pacer output could not be adjusted. The complainant indicated that there was no pt involvement in the reported failure.